Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm or power error 25 noted during testing. No power error 25 or low battery alarm noted in the pump trace download. Unit had fading serial number label, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm. The customer¿s blood glucose level was 179 mg/dl. No further details were given. The device will be returned for analysis.